Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find one other complaint regarding the lot number 9558657 on the same defect (B)(4). With the picture attached, we can see the hair in the first pouch "waffle sheath". The catheter is packaged in this sheath par by our tunisian subcontractor which was informed about this issue. On 27th december we received investigation from our subcontractor: "the operators have not detected the hair. Reinforced control actions have been put in place to properly control the products before and after sheathing to avoid this issue occurred again". In addition, our subcontractor has re-sensitized production operators about "hair presence" in november 2024. Checking quality database reveled no anomaly in relation to the described problem. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, while inside the or a hair was found wrapped in the sterile package. The hair is not loose in the sterile packaging but is in the packaging of the catheter itself. The packaging was not opened.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found one other complaint regarding the lot number 9558657 on the same defect (B)(4).

Event description:
According to the available information, while inside the or a hair was found wrapped in the sterile package. The hair is not loose in the sterile packaging but is in the packaging of the catheter itself. The packaging was not opened.